Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("persistent pelvic pain") and device breakage ("patient had to undergo surgery again because a 0.5x02 cm remnant of essure was ¿left¿ in the uterus") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of hpv infection in 2005 and thrombosis leg, headache and cervical conization. On (B)(6) 2013, the patient had essure inserted. On unknown date she experienced pelvic pain (seriousness criterion intervention required), device breakage (seriousness criterion intervention required), migraine with aura (" migraine with aura"), intermenstrual bleeding ("metrorrhagia"), heavy menstrual bleeding ("menorrhagia"), abdominal pain ("abdominal pain"), asthenia ("asthenia"), palpitations (" intense palpitations"), back pain ("lumbar pain"), amnesia ("lack of retentive memory"), disturbance in attention ("lack of concentration"), arthralgia ("pain in the hips and knees"), blister ("she showed water blisters the size of 5 coin"), pruritus ("itching on her back for more than 5 days"), gardner-diamond syndrome ("diagnosed the patient with central sensitization syndrome after essure placement"), idiopathic environmental intolerance ("multiple chemical sensitivity"), fatigue ("chronic fatigue"), fibromyalgia ("fibromyalgia"), mucosal dryness ("dry mucous ") and autonomic nervous system imbalance ("dysautonomia"). The patient was treated with surgery (on (B)(6) 2022 bilateral salpingectomy and bilateral hysterectomy). Essure was removed in (B)(6) 2023. At the time of the report, the gardner-diamond syndrome, idiopathic environmental intolerance, fatigue and fibromyalgia had not resolved. The outcomes for pelvic pain, migraine with aura, intermenstrual bleeding, heavy menstrual bleeding, abdominal pain, asthenia, palpitations, back pain, amnesia, disturbance in attention, arthralgia, blister, pruritus, mucosal dryness and autonomic nervous system imbalance were unknown. The reporter considered abdominal pain, amnesia, arthralgia, asthenia, autonomic nervous system imbalance, back pain, blister, device breakage, disturbance in attention, fatigue, fibromyalgia, gardner-diamond syndrome, heavy menstrual bleeding, idiopathic environmental intolerance, intermenstrual bleeding, migraine with aura, mucosal dryness, palpitations, pelvic pain and pruritus to be related to essure administration. The reporter commented: on an unknown date: the patient desperately requests essure extraction. She remained on a waiting list for months suffering due to severe complications that affected her personal and professional life. On (B)(6) 2022: the patient was referred to hospital for the intervention by salpingectomy to remove the device. In (B)(6) 2023: bilateral hysterectomy to remove 0.5x02 cm remnant of essure ¿left¿ in the uterus. From the facts reported in the previous points, it is inferred the absence of a diagnosis of the patient's conditions, the discomfort and pain suffered since the implantation of the micro inserts from (B)(6) 2013 until the update, where she suffers from directly related chronic pathologies with essure. The absence of diligence in obtaining a certain and immediate diagnosis also occurred repeatedly, thus allowing the continuity of the patient's suffering, who has not recovered. Today, her condition has completely improved but she continues to suffer from pathologies related to essure on a chronic basis, either because in her body when extracting the devices by pulling on them, microparticles from the device were left in the body, or because of the microparticles that were contain metals in their body essure. Diagnostic results (normal ranges are provided in parenthesis if available): [allergy test] in 2021: for metal components with a ¿negative¿ result. Batch: a27190 is not valid. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 18-jun-2024: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("persistent pelvic pain") and device breakage ("patient had to undergo surgery again because a 0.5x02 cm remnant of essure was ¿left¿ in the uterus") in a female patient who had essure inserted (lot no. A27190) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of hpv infection in 2005 and thrombosis leg, headache and cervical conization. On (B)(6) 2013, the patient had essure inserted. On unknown date she experienced pelvic pain (seriousness criterion intervention required), device breakage (seriousness criterion intervention required), migraine with aura (" migraine with aura"), intermenstrual bleeding ("metrorrhagia"), heavy menstrual bleeding ("menorrhagia"), abdominal pain ("abdominal pain"), asthenia ("asthenia"), palpitations (" intense palpitations"), back pain ("lumbar pain"), amnesia ("lack of retentive memory"), disturbance in attention ("lack of concentration"), arthralgia ("pain in the hips and knees"), blister ("she showed water blisters the size of 5 coin"), pruritus ("itching on her back for more than 5 days"), gardner-diamond syndrome ("diagnosed the patient with central sensitization syndrome after essure placement"), idiopathic environmental intolerance ("multiple chemical sensitivity"), fatigue ("chronic fatigue"), fibromyalgia ("fibromyalgia"), mucosal dryness ("dry mucous ") and autonomic nervous system imbalance ("dysautonomia"). The patient was treated with surgery (on (B)(6) 2022 bilateral salpingectomy and bilateral hysterectomy). Essure was removed in (B)(6) 2023. At the time of the report, the gardner-diamond syndrome, idiopathic environmental intolerance, fatigue and fibromyalgia had not resolved. The outcomes for pelvic pain, migraine with aura, intermenstrual bleeding, heavy menstrual bleeding, abdominal pain, asthenia, palpitations, back pain, amnesia, disturbance in attention, arthralgia, blister, pruritus, mucosal dryness and autonomic nervous system imbalance were unknown. The reporter considered abdominal pain, amnesia, arthralgia, asthenia, autonomic nervous system imbalance, back pain, blister, device breakage, disturbance in attention, fatigue, fibromyalgia, gardner-diamond syndrome, heavy menstrual bleeding, idiopathic environmental intolerance, intermenstrual bleeding, migraine with aura, mucosal dryness, palpitations, pelvic pain and pruritus to be related to essure administration. The reporter commented: on an unknown date: the patient desperately requests essure extraction. She remained on a waiting list for months suffering due to severe complications that affected her personal and professional life on (B)(6) 2022: the patient was referred to hospital for the intervention by salpingectomy to remove the device. In (B)(6) 2023: bilateral hysterectomy to remove 0.5x02 cm remnant of essure ¿left¿ in the uterus. From the facts reported in the previous points, it is inferred the absence of a diagnosis of the patient's conditions, the discomfort and pain suffered since the implantation of the micro inserts from (B)(6) 2013 until the update, where she suffers from directly related chronic pathologies with essure. The absence of diligence in obtaining a certain and immediate diagnosis also occurred repeatedly, thus allowing the continuity of the patient's suffering, who has not recovered. Today, her condition has completely improved but she continues to suffer from pathologies related to essure on a chronic basis, either because in her body when extracting the devices by pulling on them, microparticles from the device were left in the body, or because of the microparticles that were contain metals in their body essure. Diagnostic results (normal ranges are provided in parenthesis if available): [allergy test] in 2021: for metal components with a ¿negative¿ result the most recent follow-up information incorporated above includes data received on: 07-jun-2024: medical record received. Event injury nos is replaced with event pelvic pain female. New events device breakage abdominal pain, amnesia, arthralgia, asthenia, autonomic nervous system imbalance, back pain, blister, device breakage, disturbance in attention, fatigue, fibromyalgia, gardener-diamond syndrome, idiopathic environmental intolerance, intermenstrual bleeding, , migraine with aura, mucosal dryness, palpitations, pruritus are added. Lot number added. Medical history, lab data updated. Reporter information updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.